Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.